Manufacturer narrative:
Novocure medical opinion is that a contribution of the arrays placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient also include concomitant bevacizumab (vegf inhibitor which carries a black box warning for surgery and wound healing complication. Source: bevacizumab prescribing information), radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively). Wound dehiscence was reported as an adverse event in the ef-14 trial in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. On (B)(6) 2020, novocure was informed by the treating physician that the patient was admitted urgently to the hospital that same day for wound infection and wound dehiscence. Optune therapy was discontinued. On an unknown date, patient underwent surgery for wound debridement, bone flap removal, and epidural abscess removal. Per prescriber, concomitant bevacizumab treatment and concomitant radiation at incision site, prior surgery, and optune treatment contributed to delayed wound healing with subsequent wound infection.